Event description:
It was reported that "dr. Lalezarzadeh was performing a lap chole. He used various lap instruments through the trocar and the inner seal dropped in the cavity. He removed the seal from the cavity. No pt injury was reported."

Manufacturer narrative:
The sample has been received. When the investigation report has been completed, a supplemental report will be filed.